Event description:
It was reported that a malfunction alarm occurred with the pump displaying malfunction code 12, which was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information to assist the customer, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to reach out if the malfunction happened again, which the customer understood.